Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur?: after use. Needle injury: no. Other treatment: no. Were the returned items used?: yes, no. If used, was anything adhered to it?: if yes, please comment freely. Returned quantity: none. Details of the event (timeline, history, etc.): upon attempting to inject a pet (dog), the needle did not go in, and the injection was abandoned as the pet was also in pain. Upon looking at the needle tip, it was jagged and it got caught when we tried wiping it with an alcohol pad. With a new one, we were able to do the injection with no problems.